Manufacturer narrative:
It was later confirmed that the third party service agent replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The customer, who is also a distributor and third party service agent, evaluated the device and verified the reported issue. The third party service agent will repair the device. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power.  There was no patient use associated with the reported event.